Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A study report sent on (B)(6) 2016 stated that this lead had infection. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).